Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated the 5v power supply connector and adjusted the 5v power supply. System operates as intended.

Event description:
Customer reported the system displayed a communication error during a case that could not be cleared by rebooting. No patient injury was reported.